Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use and the procedure was completed by moving the patient to another room. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-ray. Review of the log file showed the issue in x-ray generator. Upon investigation fse confirmed that the cause for the issue was low voltage power supply which was faulty. Fse replaced pdm power supply. After the replacement of pdm power supply, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device was unable to x-ray. Due to this, a patient had to be moved to a different room. However, no harm to user or patient has been reported. A philips field service engineer (fse) inspected the device onsite and identified that the low voltage power supply was faulty. Once power supply was replaced, system was returned to use in good working conditions.